Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. No injury or medical intervention was reported. Data was reviewed on 06/07/2016. The reported event of inaccurate cgm readings was confirmed. A root cause could not be determined